Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus france s.a.s. (Ofr) made conscientious efforts, but was not able to obtain detailed information about the event from the user facility. Based on the evaluation result by ofr, since the contact pin of the endoscope connection part was corroded, there is a possibility that an abnormality occurred in communication with the endoscope due to a failure of the endoscope connector due to insufficient drying of the connected endoscope. This may have caused the scope communication error b30. The instruction manual provides preventive measures against the reported failure mode. By following this instruction, the user may have been able to prevent the reported event from occurring. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The reported event may have been caused by a contact failure between the output socket and the connector. The contact pins on the output socket were corroded. The phenomenon reported by the user facility was reproduced. The output socket and pc board need to be replaced. The device was installed at the user facility on (B)(6) 2017 and has never been repaired. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus (B)(4) because the device did not detect the endoscopes. There was no report of patient injury associated with the event. (B)(4) then inspected the device and found that the scope communication error b30 occurred. Error code b30 means that the video system center cannot communicate with the endoscope.